Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable cardiac monitor (icm) experienced a heart rate of 40 bpm, which was not recorded by the device. The patient expressed concern regarding the accuracy of linq recordings. The remote monitor emitted an audible alarm, and the monitor screen displayed red with error code. The patient was unable to upload data due to an additional error code which indicated device overheating and slow upload performance. Uploading required repeated re-sensing and repositioning, and the patient reported that the device felt overheated. The patient disconnected all power cables and planned to bring the carelink unit to the clinic for evaluation. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the remote monitor overheated and displayed a 3230 diagnostic code indicating the reader is off the monitor base and has powered down, is off the base station and has no battery life remaining or the reader is out of range of the monitor. The patient was able to upload after repositioning the monitor but uploading required repeated re-sensing and repositioning. The patient disconnected all power cables and planned to bring the remote monitor to the clinic for evaluation. Troubleshooting steps were not documented for the error code 3230. Cables and planned to bring the remote monitor to the clinic for evaluation. Troubleshooting steps were not documented for the error code 3230. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the icm was removed and the patient upgraded to a pacemaker.